Manufacturer narrative:
Additional information: g1, h10 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had an infection. Additional information was not provided.

Event description:
It was reported that a patient had an infection. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A patient shipping history search could not be performed as a patient account number was not identified. Therefore, a shipping history search was performed to identify all fmc cassettes delivered to the patient's facility for a three (3) month time frame prior to the approximate event occurrence date. However, the search yielded no results. Therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.